Event description:
A consumer reported her eyes became itchy and irritated, with the right eye being worse, following use of this product in conjunction with contact lenses. She reported she went to the dr who gave her antibiotic eyedrops and she discontinued ues of her contact lenses for a few days. She was told by her dr that she has an allergy to the product. In a f/u, the consumer reported she was treated for infection and the event continues. Add'l info has been requested.

Manufacturer narrative:
Eval summary: one opened bottle with approx 100 ml of solution remaining was received. The solution was clear and the color and odor were typical of the product. The complaint history was reviewed no other complaints were reported. Review of the compounding and filling mbr's (mfg batch records) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within spec through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. The root cause could not be determined. This lot met all release criterial prior to product release. There have been no other complaints reported in the lot number. Add'l info was requested on 3/23/2012, 4/9/2012 and 4/13/2012 by phone, fax, and mail. A completed questionnaire was received from the consumer on 4/6/2012. A completed questionnaire has not been received from the dr. (B)(4).